Event description:
Planned surgery: laparoscopic spleenectomy harmonic scalpel alarmed- unplugged. Re: plugged-in. Worked fine then stopped working. Physician believed malfunction contributed to torn blood vessel. Converted to open procedure.